Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) implanted: (B)(6) 2011 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 06-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they would like to have the implant removed. Patient stated they had never been scheduled for a battery change and the implant didn't work because the doctor put it in incorrectly to begin with. Patient mentioned they had a revision in 2013 that still didn't work because the lead came off again within 2 weeks of them putting it on, "slid" back off. Patient said they could feel the stimulation everywhere except for where it was supposed to work, if they turned stim on it would make them double over because it was all in their gut area. The patient was redirected to their healthcare provider to further address the issue. Agent emailed patient physician listings. Patient was going to contact the original implanting hcp.